Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited noise, oversensing and pacing inhibition for about four seconds. Noise was not recreated with isometrics, raising arms, movement and by bending over. Boston scientific technical services (ts) discussed possible diaphragmatic noise; thus, suggested troubleshooting options. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.